Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they experienced high blood glucose levels of 503 mg/dl. The customer was treated for the high blood glucose with manual injection. Customer¿s blood glucose level was 118 mg/dl at morning. The customer was declined to troubleshooting for high blood glucose, bent sensor, bent cannula and product not sticking. The insulin pump will not be returned for analysis and sensor will be returned for analysis